Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had external ram crc error. The customer¿s blood glucose was unknown at the time of incident. The customer reported that she was downloading a patients pump to carelink pro and she was noticing that there is no data and it was blank. (B)(6) state that the time and date on the pump are correct but when she goes into the bolus history she is seeing boluses for tomorrow. They reviewed alarm history and found external ram crc error. The insulin pump will not be returned for analysis.